Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8334988. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system (non-dehp) 24 g x 0.75 in. Has been found defective and experiencing leakage during use. The following has been provided by the initial reporter: during the installation of the intima for immediate venous return IV treatment in the extender, appeared some drop of blood pearling over the intima. Looking closer the catheter was pierced by the guide not manipulated to mount the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd saf-t-intima IV catheter safety system (non-dehp) 24 g x 0.75 in. Has been found defective and experiencing leakage during use. The following has been provided by the initial reporter: during the installation of the intima for immediate venous return IV treatment in the extender, appeared some drop of blood pearling over the intima. Looking closer the catheter was pierced by the guide not manipulated to mount the catheter.